Event description:
It was reported by the caller that during an atrial flutter case the sinus node may have inadvertently been ablated with the boston farawave pfa catheter. The caller stated that a tachycardia was mapped to the svc right atrial appendage junction and the physician ablated the area using the farawave pfa catheter. The caller stated that after pfa energy was delivered the tachycardia terminated and then the patient went into av pacing using their preexisting pacemaker. The caller stated that the potential injury was discovered when the patient went into av pacing. The caller stated that the injury was not confirmed. The caller stated that the physician did not interrogate the device and therefore they could not confirm the injury occurred. The caller stated that no medical intervention was provided and that the patient is stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".